Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-00827, and 1627487-2021-00828. It was reported that the leads were explanted and replaced due to lead migration. The ipg was replaced due to being inoperable. The patient has effective therapy post operatively.